Event description:
It was reported that during a laparoscopic nephrectomy procedure, the surgeon fired the device and no staples were deployed. No device returned and was unable to know what reload they were using as not able to speak to the surgeon. However, I do know that the procedure was converted to open and the patient had to go to hdu after the operation. The patient was critical.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the surgeon was undertaking a laparoscopic nephrectomy in a difficult case. The case was expected to be difficult because of the inflammatory pathology. Two consultants undertook the procedure. The renal hilum was dissected and the decision was taken to use a vascular stapler as there was concern that further dissection may be difficult and dangerous. The first device failed and the casing split but no damage to the hilum sustained. The surgeons then used another device but this resulted in the device dividing the renal pedicle without applying any staples. The resultant bleeding was very dangerous and required an immediate conversion to an open procedure. The procedure was immediately converted to an open procedure and hemostasis achieved and then patient was sent to (B)(6). Additional information requested but unavailable: why was the procedure converted to open? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Did the surgeon really see any staples at all or were there only a few? If yes, were they unformed, malformed, please describe the shape. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Is the device available to be returned for analysis? What was the patient¿s pre-op diagnosis? Please provide the patient¿s sex, age and weight. How long was the patient¿s stay on the (B)(6)? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Additional information received: surgeon reported that the kidney was very inflamed. Surgeon decided to do a nephrectomy. To isolate the artery from vein would be risky. The ats45 was used first. On trying to close resistance was felt. It was around the artery and vein. It was unusual resistant to close and or fire. No clips were used. Based on histology there was believed to be no calcification. The device was not fired. The device was then removed and the artery and vein were intact with no bleeding; then went to the atw35 (local rep reports that this was actually an ets45 device). Surgeon heard the click of the cartridge going in. The individual who loaded was experienced. The jaws were around the vessel and closed with no issue. The firing felt normal. The device was fired and no staples deployed and there was immediate hemorrhage. Laparotomy had to be performed. The patient went to post-operative intensive care. The patient stay was longer and then discharged. The patient was re-admitted at another hospital for intra-abdominal complications. The patient never returned for follow-up.

Manufacturer narrative:
(B)(4). Additional information requested and received: the incident report states the first device failed and the casing split. Please explain. The first device has been logged separately as it¿s a separate complaint relating to an ats45 device. What provisions were made to establish proximal and distal control of the vessel prior to firing? Unknown. When the second device was fired, were no staples noticed or were they malformed? No staples noticed. Was a cartridge in the device? Yes. The analysis results found that the ats45 device was received with the clamping and firing mechanism damaged and with the handle shrouds slightly separated. A tr45w cartridge was loaded in the device and was unfired. Additionally the cartridge deck was noted to be damaged. The damage to the cartridge is consistent with the device being clamped over a hard object. No further functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke teeth and firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing and clamping mechanisms to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.